Event description:
A report was received that alleged the tracheostomy tube was leaking at the cuff after approximately 1 hour in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).